Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose levels reached 358 mg/dl while wearing the pod between 4 and 24 hours. Patient awoke to adhesive loosened and the cannula dislodged from the infusion site (back). Patient also reported pain during pod application and wear. As treatment, a manual injection was delivered. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
Data downloaded from the device indicates timeouts occurred toward the end of the run. No damages or defects were found that would contribute to high pulse widths. No issues were observed with the adhesive pad. The formed needle and soft cannula were inspected under magnification. No issues were observed that could contribute to pain during insertion. The cannula was clamped and ratchet gear spun, no leakage was observed. No damages or defects were seen with the soft cannula or needle mechanism that would cause the cannula to dislodge.